Manufacturer narrative:
The device was received for evaluation. During functional testing, keypad keys 0,1,2,&3 not working was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad keys 0, 1, 2,&. 3 did not work during programming/setup. There was no patient involvement. No additional information is available.